Event description:
It was reported that the patient's spouse called in on (B)(6) 2025 and stated that the patient was having alarms when they connected the black power cable to batteries from the alternating current (ac) power. The patient's spouse reported an audible broken alarm (not steady tone) when they connected the black power cable to any battery/clip. The spouse did not recall the "visual alarm", only the sound. The alarms did not happen while on ac power, only when the black power cable was connected to batteries. The patient presented to clinic and it was noted that the patient was also in need of a non-urgent "wire surgery." There were no alarms yet, but there was concern for future alarms due to the issue. The driveline had been reinforced for at least 2 years. Log files were sent for review. The log file captured persistent ¿connect power¿ events that affected the black lead of the system controller. The ¿connect power¿ events were peripheral equipment related (battery clip, batteries, controller) and not related to the external driveline or the driveline wires. The controller was exchanged. The pump appeared to have functioned appropriately at the time of assessment. The driveline repair was not completed at the time as it was not an urgent issue. There were no further issues related to the "connect power" alarms reported post controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical power cable disconnect alarm was confirmed via the provided log file. The log file captured power cable disconnect alarms throughout most of the data, which contained data spanning (B)(6) 2025 ¿ (B)(6) 2025 per timestamp. The alarms correlated to the black power cable, and the pump operated as intended despite the alarms. The controller was observed to have been exchanged at the end of the data to resolve the alarms, and no other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that no further issues had occurred after the controller was exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii lvas instructions for use (section 7 ¿alarms and troubleshooting¿) and the heartmate ii patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnect conditions. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.